Manufacturer narrative:
The report from the affiliate indicated that the pt underwent the (pta) percutaneous transluminal angioplasty procedure on (B)(6) 2004 of the left external iliac artery. The access site was achieved, and a seven french sheath was inserted. A radifocus guidewire was utilized to advance the powerflex plus balloon to the target site, and once at the site the balloon was inflated to five atmospheres. During the inflation, it was noted that the balloon was rupture, and according the report the account believes that the balloon might have rupture during insertion in the sheath. The procedure was completed by using another balloon to dilate the stent, and there was no reported injury with this event. Add'l info will be submitted within 30 days upon receipt.

Event description:
Balloon rupture.